Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a moderately calcified, mildly tortuous, lesion in the right coronary artery. When advancing the 3.25x20mm nc trek balloon dilatation catheter (bdc) over a 0.014 bmw guide wire, the proximal shaft separated. The nc trek did not enter the patient anatomy. An unspecified nc trek was able to be advanced over the same bmw guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.